Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the elective device change out procedure, several attempts were made to pin down the chronic right ventricular (rv) lead in the new device's header. It was felt that the set screw was failing to pin down the lead and looking down the barrel of the is1 rv port, the physician was unable to advance the set screw. A second device was attempted and the same issue occurred. Upon further inspection, it was determined that there may have been an issue with the sealing ring of the rv lead, as it appeared to have advanced toward the tip of the lead, preventing the complete insertion into the header block. An additional lead was not able to be implanted due to occlusion. As a result the rv lead was capped, and the left ventricular (lv) lead was inserted into the rv port of the second device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the elective device change out procedure, several attempts were made to pin down the chronic right ventricular (rv) lead in the new device's header. It was felt that the set screw was failing to pin down the lead and looking down the barrel of the is1 rv port, the physician was unable to advance the set screw. A second device was attempted and the same issue occurred. Upon further inspection, it was determined that there may have been an issue with the sealing ring of the rv lead, as it appeared to have advanced toward the tip of the lead, preventing the complete insertion into the header block. An additional lead was not able to be implanted due to occlusion. As a result the rv lead was capped, and the left ventricular (lv) lead was inserted into the rv port of the second device. No further patient complications have been reported as a result of this event.